Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng, inratio: 1.2, lab: 2.5; (B)(6) 2010, 1.1, 3.5. The wife (not on coumadin) tested herself and got 0.9 (expected range). No new medications and diet is very stable. Lab draws were done within 1/2 hour of fingerstick and pt did not eat anything between the two tests.